Event description:
It was reported that cadd solis hpca pump inaccurate delivery of medication. No further details provided.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4) . No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed seal was missing and the device was in fair condition. During functional check, the reported complaint was verified. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. At least one among the three process tests failed. The expulsor was replaced.